Manufacturer narrative:
User facility personnel who were present at the time of the reported event stated that a filter was missing from one of the suction polyp containers which subsequently allowed the polyp to go into the waste section of the device instead of the suction container. As user facility personnel could not locate the suctioned polyp, the patient procedure was cancelled. The instructions for use provides the following information to the user: "prior to clinical use, inspect and familiarize yourself with the device. If there is evidence of damage (i.e. Deformed, cracked vessel, missing component, or damaged packaging), do not use this product and contact your local product specialist." The suction polyp trap device was returned to steris for evaluation, and it was confirmed that the filter was missing. A complaint review has confirmed this to be an isolated event for the subject lot. No additional issues have been reported.

Event description:
The user facility reported that during a patient procedure, personnel were utilizing a suction polyp trap and observed the specimen to be "lost" in the suction container. The patient procedure was cancelled. No report of injury.